Event description:
It was reported that four (4) solution administration sets were observed damaged. The tubing appears separated from the drip chamber. This was noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample along with two (2) retention samples were provided for evaluation. Visual inspection of the provided photographic samples showed the tubing disconnected from the drip chamber. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to improper solvent bonding between with the tube and chamber. The 2 retention samples were visually inspected as well and did not identify any abnormalities that could have contributed to the reported condition. The samples underwent functional testing including underwater leak and air passage testing (1 bar) and no leaks were identified. The sets were subjected to push-pull testing and no disconnection was noted. Both samples were submitted to a traction test (to failure), and it was verified that both samples withstood the minimum required force of 15n. The reported condition was not verified with the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.